Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The device was requested/is expected for evaluation but has not yet been received. The contribution of the device to the reported event (excessive force had to be used to insert the staple into bone to overcome the barbs) could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. The device history record review showed nothing relevant to the event. If the device is returned and additional information is obtained, a follow-up report will be submitted. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. This follow-up is to fix the rejected codes.

Event description:
It was reported that the main problem is that excessive force had to be used to insert the staple into bone to overcome the barbs. This excessive force broke the lateral cortex of the osteotomy. To finish procedure the surgeon switched technique and bent the k-wire and made his own staple both for both sides of the osteotomy.